Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Troubleshooting was performed and it was noted that the device cycled appropriately; therefore, a sizing issue was suspected. A surgical procedure was performed in which the existing 4.0 cm cuff was downsized to a 3.5 cm component. There were no further patient complications.